Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received the cause for the reported event could not be conclusively determined; however, surgical findings revealed a dissection with thrombosis was present. The angio-seal instruction for use (IFU) states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.

Event description:
It was reported following a percutaneous transluminal angioplasty to treat the right common iliac artery (cia), and 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed no anomalies at the puncture site. An 8f angio-seal was used even though a 6f procedural sheath had been used; the account only had 8f angio-seals in stock. Resistance was encountered when the physician attempted to insert the locator/sheath assembly into the puncture site. An 8f procedure sheath was inserted to dilate the arteriotomy tract. The physician re-inserted the 8f angio-seal and hemostasis was achieved. It was noted by the representative that the physician tamped the collagen forcefully. Three hours later, the pt was released from the bed rest and was discharged from the hospital. One week later, the pt complained of right leg pain and claudication symptoms appeared. The pt could not walk over 50 meters. Twelve days after the pta procedure an angiogram revealed stenosis at the puncture site. The physician tried to dilate the stenosis with angioplasty but a vessel dissection occurred. Thirteen days after the initial pta procedure the pt underwent surgical intervention and a synthetic graft repaired the artery. Fourteen days after the initial pta procedure the pathology diagnosis revealed thrombosis was present at the arterial puncture site dissection. The angio-seal was removed. The physician was in the angio-seal sts plus training process.